Event description:
(B)(4).

Manufacturer narrative:
Customer is replacing the hard disk drive themselves. Nihon kohden attempted to contact the customer to see if replacing the hard drive fixed the issue but the customer did not respond. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Technical support had the customer do a hard restart and they reported that the raid volume had been degraded. Customer is replacing the hard disk drive themselves. We tried following up with the customer to confirm if the hdd replacement resolved the issue, but no response has been received from the customer.